Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d9, g3, g6, h2, h3, h4, h6 and h11. Visual inspection confirmed there was a crease in the seal of 1 of the connector packages in 2 different areas. A dye test will be performed to determine of the creases compromise the seal. After performing the dye test on the package, it appears one of the creases does compromise the seal. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Event description:
It was reported that during inspection, the units were found to be nonconforming, there were wrinkles in the sealing area, which compromises the sterility of the product. There was no patient involvement. Due diligence is complete.